Event description:
Caller states that he obtained results of 255mg/dl and 126mg/dl on the same device within 2 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.